Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 4 years and 11 months later, the patient underwent a valve in valve with a 20mm sapien 3 ultra resilia valve inside the pre-existing 23mm sapien 3 ultra valve due to stenosis. Pre-intervention hemodynamics showing mean/peak gradients >50 mmhg and a valve area <0.5 cm2. The patient was symptomatic prior to the intervention, presenting with dyspnea and heart failure. The device was successfully implanted, and there were no reported difficulties during the procedure. There was no central leak, and the patient remained alive and stable at the end of the procedure. The initial reporter did not allege any device deficiency. The patient was reported to be in stable condition following the procedure. As per imagery review, it was revealed that the valve is under-expanded at mid-valve measuring 20.9mm (0.5mm added for outer diameter) with all 3 leaflets calcified which likely lead to stenosis. The valve is in good position.

Manufacturer narrative:
A supplemental MDR is being submitted due to imagery review findings and engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. Corrected h6 device code per imaging review findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site was reviewed and it was observed that the valve is under-expanded at the mid portion, measuring 20.9mm with 0.5mm added for the outer diameter. Additionally, all three leaflets were noted to be calcified. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for svd - calcification was confirmed based on provided imagery. The available information suggests that patient factors, including diabetes, likely contributed to the event, as noted in the reported information. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothoriod, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR report is being submitted due to receipt of additional and corrected information as well as report of intervention taking place 11/6/2025. Investigation is still ongoing. Updated: a3, a4, b4, b7, d6a, e1, g3, g6, h2, h4, and h11. Corrected: b5, d1, d4, h6 clinical code.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 4 years and 11 months later, the patient underwent a valve in valve with a 20mm sapien 3 ultra resilia valve inside the pre-existing 23mm sapien 3 ultra valve due to stenosis. Pre-intervention hemodynamics showing mean/peak gradients >50 mmhg and a valve area <0.5 cm2. The patient was symptomatic prior to the intervention, presenting with dyspnea and heart failure. The device was successfully implanted, and there were no reported difficulties during the procedure. The initial reporter did not allege any device deficiency. The patient was reported to be in stable condition following the procedure.

Event description:
As reported by a field clinical specialist, a patient underwent a tavr procedure with a 23mm sapien 3 valve. At an unknown period post tavr, the valve is now stenotic. The plan will be to treat with a 20mm or 23mm s3ur inside the pre-existing 23mm sapien 3 valve.

Manufacturer narrative:
Investigation is ongoing. Device information, implant date, and reporting physician name not provided at this time.